Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso 10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso 11135 and eo residual levels in compliance with iso 10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso 10993 and sterility per iso 11135 prior to release. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site (arm) while wearing the device for 72 hours. The infusion site was reported to have purulent drainage. The patient called (B)(6) (provider's name was unknown) on (B)(6) 2025 and was diagnosed with an infection. The patient was treated with antibiotics- flucloxacillin 500mg, seven days four times a day. The patient had experienced a prior infection at the pod site and was seen in the emergency room on (B)(6) 2025 (documented insulet case # (B)(4)), therefore this time they just called on the phone and treatment was extended. The pod was removed and discarded.